Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead extended without operator input. The helix was retracted but this occurred 3 additional times. When the physician removed the lead from the patient's body, tissue was noted on the helix and the helix was noted to be slightly bent. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and bent with tissue on the helix. If information is provided in the future, a supplemental report will be issued.